Event description:
It was reported that the patient experienced their ipg reaching end of life, surgery may take place to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.